Event description:
The physician suspected that the subject device had stretched. Stopped the procedure, but a clot formed. Used reopro to dissolved the clot successfully, but when the pt was taken off the table, had a cardiac event. The pt expired. This event was unrelated to the coiling procedure.